Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Non-sustained rv oversensing due to lead noise was observed on the ventricular channel. Decreased r-waves were also noted. Isometrics, positional testing, pocket manipulation, as well as programming change were recommended. Lead remains implanted. Patient will continue to be monitored.